Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 57 mg/dl then it dropped to 45 mg/dl then it did not come up but they was looking at graph they thought insulin pump was suppose to suspend on low while sugars were low it still gave a bolus. The customer was assisted with troubleshooting. The customer was treated with food. Customer insulin pump was not suspend insulin while in auto mode and insulin pump may still delivery insulin just not the full amount. The insulin pump still gave her insulin during the low customer stated sugars are now 85 mg/dl. The device will not be returned for analysis.